Event description:
The user hit the concerned right side of his head on a piece of wood on (B)(6) 2020 and has since had a decreased hearing performance with the device. Before the trauma the user had good hearing performance with the device. The user was re-implanted on (B)(6). This report refers to 9710014-2020-00641. For further information please refer to this report.